Manufacturer narrative:
This supplemental report is being submitted to update estimated lot# and provided the manufacturing records evaluation results. Omsc checked the device delivery date to the hospital and narrowed down the lot# 47k or 53k. As the checking of the manufacturing record of the same lots, nothing abnormal was detected.

Manufacturer narrative:
The subject product was not returned to omsc since it was discarded by the user facility. The exact cause of the user's experience could not be conclusively determined. Therefore, omsc considers that the condition of the stent implantation or patient was attributed to the stent migration. The device instruction manual has warned users" the frequency rate for the stent dislocation is reported a 3.3% to 13.3%. Immediately remove the stent if dislocation is detected." This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp. (Omsc) was informed that a patient underwent stone retrieval procedure and a stent was placed in (B)(6) but she returned to the hospital complaining of a stomachache on (B)(6). The doctor performed an ultrasonographic examination but he could not find the placed stent. However, he detected it near the treitz ligament with x-ray. The doctor attempted to remove the subject stent by using an upper gastrointestinal endoscope but he could not find it on endoscopic image and abandoned the removal. The patient will be transferred to an university hospital and receive treatment.